Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon leaks air after insert to patient. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon leaks air after insert to patient. Review of the returned catheter did not show any obvious damages , missing part or discoloration. Attempts to inflate the balloon via an empty syringe was not possible. Visual inspection of the balloon revealed balloon had burst into a 'u' shape section (picture 2). Close examination under magnification lens (60x magnification) revealed traces of scratch marks on the balloon sleeve which render the balloon to burst. This appearance is likely due to the balloon had come in contact with sharp object during handling or in contact with pointed surface that detrimental to the balloon. Besides that, the appearance of the burst line showed that it is likely that the balloon surface had in contact with sharp or pointed object leaving torn on the balloon surface. Further investigation was conducted by reviewing the balloons part under high magnification lens (dino lite) with sox magnification on the actual samples. Based on pictures, there were scratch marks and presence of unidentified material observed on the balloon surface of the samples. Burst balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also burst because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure as per spm-asl-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the balloon leaks air after insert to patient. There was no patient injury.